Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, two days after implant, the implantable cardiac monitor (icm) was undersensing pause episodes due to loss of contact. The device remains in use. No patient complications have been reported as a result of this event.